Event description:
The complainant alleged that during a routine shift check by a clinician that the device would not power up. The complainant indicated that there was no pt involvement with this reported malfunction.